Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient's foley allegedly expels out of her body on its own with the balloon allegedly still inflated.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: concomitant medical products and device evaluated by MFR.

Event description:
It was reported that patient's foley allegedly expels out of her body on its own with the balloon allegedly still inflated.